Event description:
The customer stated that he has had to call the paramedics three times over the past two weeks due to low blood glucose levels. The customer's blood glucose levels have dropped below 30 mg/dl, but the sensor glucose readings have been between 65 and 70 mg/dl. Also found that the charger is not functioning properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.